Manufacturer narrative:
H3. Pli 10: analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli30: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli40: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8596sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025 brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025 brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2025 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative (rep) regarding a patient receiving hydromorphone (10.9mg/ml at 0.524mg/day), bupivacaine (25.0mg/ml at 1.202mg/day), and fentanyl (1946.4mcg/ml at 93.6mcg/day) via an implantable pump it was reported that the patient reported to the rep and physician that they were not sure when their pump stopped working; however, they had a dye study on (B)(6) 2025 that failed. The pump dosing was decreased by the clinic and the patient reported that they did not have any withdrawals, further indicating that they were not receiving medication through their pump. A normal pump replacement and a catheter replacement was performed. The physician opened up the spinal incision and cut below the anchor and had cerebrospinal fluid (csf) dripping from the spinal catheter. They decided to replace the entire catheter with a new one instead of further troubleshooting the catheter. A new catheter was placed and had csf flow during the entire case. The issue was resolved at the time of the report.